Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc leaked just below the molded strain relief on the extensions. Pdi/chg/alcohol were used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. The uvc was not difficult to secure and was secured with tegaderm. The uvc was inserted on (B)(6) 2014 in the umbilicus for periodic use using a 5cc syringe. The line was flushed on a regular basis using a 5cc syringe. Pdi/chg/alcohol were used to clean the device. The uvc was removed on (B)(6) 2014 and was not replaced. The status of the patient is good.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.